Manufacturer narrative:
Additional information: damage to the active electrode, as might be caused by an external mechanical impact, is assumed to be the root cause of device failure. A possible trauma to the patient's head might have weakened the fixation of the electrode which likely led to electrode mobility, which led to further electrode damage. Re-implantation is considered but no date has been provided yet.

Event description:
The recipient has no more hearing sensation with the device. Recipient falls often but no specific trauma was reported, there was no swelling or inflammation above the implant site. Re-implantation is considered but no date for the surgery has been communicated.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing sensation with the device. This user falls often but no specific trauma was reported, there was no swelling or inflammation above the implant site. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient has no more hearing sensation with the device. Recipient falls often but no specific trauma was reported, there was no swelling or inflammation above the implant site. The user has been reimplanted.